Event description:
While performing thermodilution cardiac output it was noted that the cvp [central venous pressure] port was cracked. Saline squirted from the side of the port. Np [nurse practitioner] and md notified. A new central line placed for continuous vasopressors. Pa [pulmonary artery] catheter removed.